Manufacturer narrative:
H4 ( device manufacture date) was corrected. The reported complaint that "no led lights were illuminated on the autopulse li-ion battery (s/n (B)(6)) when the battery's status check button was pressed" was confirmed during functional testing of the returned battery. The probable root cause of the reported complaint was either an intermittent or damaged battery status indicator switch or intermittent or damaged circuitry on the led indicator circuit board. The reported complaint that "after the fully charged battery was inserted into an autopulse platform, the platform powered off" was not confirmed during functional testing of the returned battery. During testing, the battery was successfully charged in a known good autopulse multi-chemistry battery charger (mcc), but no led status lights were lit after the successful charging. Nevertheless, the battery was able to power up a known good autopulse platform and passed a large resuscitation test fixture (lrtf) for about 38 minutes with no issues, and thus, the customer's reported complaint was not replicated. Upon visual inspection, no physical damage was observed, and 4 flashing green led lights were lit on incoming inspection, indicating that the battery had exceeded its service life of 3 years. The autopulse li-ion battery was manufactured in may 2018. By design, after three years, the battery led will flash green and give a warning to the customer that it is time to consider replacing the battery. The battery archive data was reviewed and showed no errors or significant discrepancies. Based on the archive, the battery was last successfully charged on (B)(6) 2021 and was last used/inserted into an autopulse platform on (B)(6), 2021.

Manufacturer narrative:
Zoll has not yet received the autopulse li-ion battery in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient use, when the autopulse li-ion battery (s/n (B)(4)) was inserted into an autopulse platform, the platform powered off after the lifeband was retracted. The customer could not recall if any error messages were displayed on the platform. Per the customer, the battery was fully charged (showing 4 solid green lights) before inserting it into the autopulse platform, but the customer couldn't recall what lights were illuminated on the charger's status leds. The battery was replaced, and the platform functioned as intended. No consequences or impact to the patient. After the call, the battery was placed into the autopulse multi-chemistry battery charger (mcc) to charge. After the full charge cycle was completed, the charger's status leds indicated that the battery was fully charged. However, no lights were illuminated on the battery's status leds when the status check button was pressed. The battery was not tested in another charger, as the customer has only one charger.